Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 81 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer's spouse also reported that the customer had a severe low blood glucose of 31 mg/dl the morning prior to call and was treated with glucose tabs and food and declined troubleshooting. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.